Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited t wave oversensing in which the patient received inappropriate shock therapy. Review of device data found there were two different treated episodes. Troubleshooting was performed and the t wave oversensing could be re-produced. Additionally, the smart pass feature was disabled due to low amplitudes. Subsequently, the device was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited t wave oversensing in which the patient received inappropriate shock therapy. Review of device data found there were two different treated episodes. Troubleshooting was performed and the t wave oversensing could be re-produced. Additionally, the smart pass feature was disabled due to low amplitudes. Subsequently, the device was explanted and replaced successfully. No additional adverse patient effects were reported.